Event description:
It was reported from russia that during service and evaluation, it was determined that the compact air drive device was leaking air, making excessive noise, had insufficient/low power, the coupling was damaged and was unable to assemble, had component damage, the locking mechanism was stiff/stuck, and the etching was illegible. It was further determined that the device failed pretest for general condition, marking and labeling, check the attachment coupling, check cannulation, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment, check for noticeable untrue running, check for noticeable noise, check power with power test bench, and check for air leak. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise and had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: please note that in addition to the failures included in the initial medwatch report, additional pretest failures have been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for a worn motor, worn gear, a worn bearing, and a worn seal. This information does not change the assignable root cause of user error.